Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 8.0 x 40 75cm mustang¿ balloon catheter was advanced to dilate the lesion; however, upon the first inflation at 4 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another 6.0mm mustang balloon catheter. No patient complications were reported and the patient's status was good.